Event description:
A bls crew responded to a patient described as a suicide by hanging. The patient was connected to the device and, according to the reporter, when the analyze button was pressed, the device constantly alarmed "motion detected". The patient was transported to the hospital, where he was pronounced dead. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability.